Event description:
During procedure, dr attempted to thread the flexible single use biopsy forceps into the bronchoscope. The forceps became caught, and one leaf of the jaw of the forceps broke off in the channel of the scopes. Unable to find leaf after scope removed. No leaf visualize when pt rescoped. Chest x-ray following procedure showed normal chest, no foreign body.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failed during assembly, device failed during assembly, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.